Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 250 mg/dl. The customer indicated that all of the supplies to the pump would be changed and a correction bolus was to be delivered to address the high bg level.